Event description:
Endoscopic thoracic sympathectomy for hyperhidrosis has been used in the past for mental discorders and inhibits heart function and thyroid. No doctor tells patients this. -since insurance pays for it as "procedure" and not "cosmetic" dr's are having too much fun using patients as lab rats. - I consented to "clamp" surgery --I now discover I've been "cut" butchered: thanks to prop 19 and other "cap reforms" I can't sue. My heart is so out of control. I bet I'll need a pacemaker. -this surgery has a low reversal rate--even if it didnt' ive been told by leading specialist that he wouldnt even try to repair me. - and I now discover my dr has long malprac history.